Manufacturer narrative:
Additional information was received that the patient had a dural puncture during the trial procedure which caused severe headache. The patient was doing well.

Event description:
A report was received that the patient experienced severe headache during the trial. An epidural blood patch was performed.

Event description:
A report was received that the patient experienced severe headache during the trial. An epidural blood patch was performed.